Event description:
It was reported that after a software update the ilet sleep/wake button did not respond to touch, and after a device restart the button responded normally on two consecutive tests. Investigation included customer troubleshooting guided restart and button testing. Further investigation of this case revealed that the device functioned as intended following restart with no further malfunction observed. No clinical symptoms reported as there was no change in blood glucose. Outcomes included continued therapy without interruption and no medical intervention or hospitalization. It was concluded that the device operated within specification after troubleshooting.